Event description:
It was reported that a motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4)., as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case was chipped and cracked. All hinges on bottom case are cracked. Plunger head is cracked by screws. Motor rate error was found during occlusion test. The root cause of the reported issue looks to be from normal wear, parts were over 10 years old. Actions taken to mitigate the reported issue: replaced motor assembly. Performed occlusion test and all functional testing which passed. UDI information is unknown.